Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the patient contacted animas, alleging their blood glucose (bg) read ¿high¿ (>600mg/dl) on their blood glucose meter with ketones present and symptoms of mild nausea. Reportedly, the patient changed their infusion set twice and gave themselves 3 insulin injections. It was reported the patient¿s bg did not respond to the infusion set change and insulin injections. The patient stated they were admitted to the emergency room with diabetic ketoacidosis. It was reported the patient had used a new vial of insulin the morning of the event; it was noted that the same vial of insulin was used for the infusion set changes and insulin injection to correct for the patient¿s bg excursion. The patient was instructed to use a different insulin vial. No defects or malfunctions with the pump were found during troubleshooting. The patient stated the pump¿s basal rate was appropriately set and the history showed no alarms or warnings with the correct prime history. It was reported the pump successfully delivered an air bolus during the call. This complaint is being reported based on the allegation that the patient experienced hyperglycemia of unknown cause requiring medical intervention while using insulin pump therapy.

Manufacturer narrative:
Follow-up #1 date of submission 07/19/2016-product analysis: the device was returned and evaluated by product analysis on 06/27/2016 with the following findings: no device issues were revealed during investigation. Review of the pump¿s black box indicated no abnormal pump behavior. Data relevant to the alleged event was overwritten due to extended pump use. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.